Event description:
A report was received that the pt will undergo a pocket and lead extension revision due to discomfort. The physician repositioned the pt's ipg and replaced the extensions. The pt is doing well following the revision.

Manufacturer narrative:
The extensions were explanted on (B)(6) 2010.